Event description:
On (B)(6) 2009, the pt reported that an e4 (occlusion) error was displayed on the infusion device during the night. He disconnected the infusion tubing from the infusion site and insulin "squirted" out. He removed the infusion site and found that the cannula was bent. He switched to injection therapy at that time. Upon follow up with the pt on (B)(6) 2009, he stated that he met with an infusion device trainer at his physician's office on (B)(6) 2009, and he was given an infusion set insertion device. He was educated on infusion site rotations. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.